Event description:
Yilmaz a, eray ha, cakir m, ceylan m, blomstedt p. Deep brain stimulation with double targeting of the vim and psa for the treatment of rare tremor syndromes. Stereo tact funct neurosurg. Published online 2024:1-16. Doi:10.1159/000539162 1. One patient experienced an electrode placed suboptimal and relocated in a second procedure. However, after this, the left electrode had to be removed due to an infection and re-implantation, the patient's trs score was 1 point 12 months after surgery. 2. A patient had an electrode removed due to an infection. This patient is currently waiting re-implantation. Patient's were implanted with 3387 leads and either activa pc or rc devices.

Manufacturer narrative:
Continuation of d10: product ID 3387. Type lead section d information references the main component of the system. Other relevant, unknown, ubd: , UDI#: yilmaz a, eray ha, cakir m, ceylan m, blomstedt p. Deep brain stimulation with double targeting of the vim and psa for the treatment of rare tremor syndromes. Stereotact funct neurosurg. Published online 2024:1-16. Doi:10.1159/000539162 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.